Event description:
It has been alleged that the patient's temperature dropped as low as 31 degrees celsius even though the temperature was set to 33 degrees celsius. The patient was not adversely affected and no clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was identified that the patient temperature deviated approximately 1.1 degrees c from target temperature for up to approximately 45 minutes. Upon review of the data extracted from the device, it was confirmed that the patient temperature deviation was greater than +/- 1 degree c for greater than 30 minutes.

Event description:
It has been alleged that the patient's temperature dropped as low as 31 degrees celsius even though the temperature was set to 33 degrees celsius. The patient was not adversely affected and no clinically relevant delay in treatment was reported.

Manufacturer narrative:
Supplemental submitted to include UDI.

Event description:
It has been alleged that the patient's temperature dropped as low as 31 degrees celsius even though the temperature was set to 33 degrees celsius. The patient was not adversely affected and no clinically relevant delay in treatment was reported.

Manufacturer narrative:
Through analysis of data, it was identified that the user facility was using two different patient probes during the therapy. Patient temperature probe a shows a patient temperature reading that is approximately 1°c lower than the reading from the second probe and approaches the alleged 31° c. The therapy was based on the temperature identified by patient temperature probe b which did not reach the alleged 31° c. A visual and functional inspection was performed by a stryker field service technician. This functional inspection included verifying the probe resistance, and flow and water temperature verification. It was found that the device was performing to specifications and no defects were found. Feedback was provided to the user facility regarding the different temperature readings of the two probes.

Event description:
It has been alleged that the patient's temperature dropped as low as 31 degrees celsius even though the temperature was set to 33 degrees celsius. The patient was not adversely affected and no clinically relevant delay in treatment was reported.